Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during the fill tubing process. The customer stated that she previously had to attempt this process three times in order for it to work. During troubleshooting, the insulin pump alarmed no delivery during manual prime and the customer was unable to get insulin to exit the tubing. Blood glucose level was 96 mg/dl at the time of the call. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.